Manufacturer narrative:
B3 date of event: aware date estimated as 04/01/2021 as the event was reported to have occurred six months after implant date of (B)(6) 2020. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted.

Event description:
Reported via patient call center. It was reported to the patient call center that a patient experienced a stroke. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted on (B)(6) 2020. The patient was discharged on anticoagulation medication (plavix). After six (6) months, the patient was taken off the anticoagulation medication. The patient reported that 6 days after stopping the anticoagulation medication, the patient had a stroke. The patient reported that the atrial septum had not healed after the laac procedure, and a clot passed through the hole causing the stroke. The patient was placed back on anticoagulation medication (xarelto). No further information was provided.